Manufacturer narrative:
Concomitant medical products.: 1888tc58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis. The right ventricular (rv) lead was explanted along with the competitor implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. No further patient complications have been reported as a result of this event.